Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded electronic, keypad, and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed motor error and other error alarms. Troubleshooting was performed. No further information was provided.